Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed volume test" during routine testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "failed volume test", which was reproduced. Baxter's device evaluation found the device to under deliver by -4.37% when the device was delivering at a rate of 999ml/hr during flow rate testing. The evaluation has determined that the under delivery was caused by a the lower finger and upper valve travel to be out of specification. The finger/valve pressure plates were reworked and calibrated. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04126 can be removed from the FDA database.